Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Revision of corail stem due to fracture

Event description:
This is a duplicate report (B)(4).

Manufacturer narrative:
This is a duplicate report of MFR report number (B)(4). We are rejecting this file.depuy considers this complaint closed.